Manufacturer narrative:
(B)(4). Sv 3.1e. On (B)(6) 2021 the customer returned pump for an alleged motor error alarm. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No motor error alarm noted. Motor passed motor test. (Not confirmed). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.